Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board was locked properly during visual inspection. No cosmetic damage noted during visual inspection. Backlight was adjusted and each setting functioned properly. No back light anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not working well and cannot see screen in light. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.